Manufacturer narrative:
A device history record (DHR) review was not performed; it is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device was returned for evaluation. Visual and functional tests were performed. There was no physical damage to the housing but the red or yellow light-emitting diode (led) indicators broke off the main board. The reported problem of incorrect readings was not verified. The monitor was tested with a simulator and adult probe and all readings were accurate and steady. The root cause could not be determined. (B)(4)

Event description:
It was reported that the device was showing incorrect reading. No patient injury was reported.